Event description:
Unable to slide back the black apex holder towards the gray guidewire luer. Clasp release mechanism failure. Dr. Van boxtel used a kelly forceps to widen the slot near the clasp release to pull back on the inner tube (see pictures below). After few attempts of pulling the inner cannula back, he then tried again to rotate the black apex holder knob and slide it back into the gray guidewire luer, when then released. Patient outcome: "no clinical sequelae as the graft stayed in place and we were able to retract the system thereafter."

Event description:
Unable to slide back the black apex holder towards the gray guidewire luer. Clasp release mechanism failure. Dr. (B)(6) used a kelly forceps to widen the slot near the clasp release to pull back on the inner tube (see pictures below). After few attempts of pulling the inner cannula back, he then tried again to rotate the black apex holder knob and slide it back into the gray guidewire luer, when then released. Patient outcome - "no clinical sequelae as the graft stayed in place and we were able to retract the system thereafter."